Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, insulation damage was visually confirmed on the right ventricular (rv) lead. The rv lead was repaired with medical adhesive and a sleeve to resolve the event and remains implanted. The patient was stable and will continue to be monitored.